Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade became broken off and fell into the patient. An x-ray was not needed to locate the broken blade. It is unknown how the broken blade was removed. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 189 mg/dl and 75 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.